Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j colorectal dis. 2026 jan 3;41(1):15. Https://doi.org/10.1007/s00384-025-05062-x. Pmid: 41483170; pmcid: pmc12764631.

Event description:
Title: gunsight closure versus conventional techniques for reversal of protective stoma after rectal cancer surgery: a propensity score matching study. The aim of this study is to compare the clinical outcomes of the gunsight closure technique with those of conventional linear closure following stoma reversal. Between january 2016 and march 2023, a total of 194 patients who underwent stoma reversal using vicryl sutures. Reported complications are n=33; surgical site infections treatment: daily wound irrigation and dressing changes n=4; wound dehiscence treatment: daily wound irrigation and dressing changes n=8; incisional bleeding treatment: not mentioned n=13; fever treatment: not mentioned n=10; intra-abdominal bleeding treatment: not mentioned n=25; incisional hernia treatment: not mentioned n=?; postoperative pain treatment: parecoxib sodium as the sole postoperative pain management agent. In conclusion, the gunsight closure technique reduces postoperative infections and early postoperative pain without increasing complication rates. It also improves early patient-reported outcomes, making it a safe, effective, and patient-centered alternative for stoma reversal in rectal cancer surgery.